Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. (B)(4).

Event description:
The event occurred at approximately 4:40 pm pst. This event occurred under the rosa registration tab with the optical distance sensor attached. The surgeon placed the anatomical reference markers on the 3d model rendered from the CT image slices. The surgeon followed the rosa steps to get to the registration process where the rosa robot provides the error values between these anatomical reference markers and what was obtained with the optical distance sensor laser markings. Once all the error values were within satisfactory conditions, the validate button was pushed. Before the next section of the contactless registration process was reached, the rosa monitor completely turned black. The field service engineer checked the rosa robot and noticed that it did not shut down since the reset button¿s ring still shone blue and not the expected red color when a shutdown occurred. After approximately 1-2 minutes, the rosa monitor turned back on and it shows the login page instead of continuing from where the surgeon was at in the contactless registration process. The recovery process delayed the case approximately 8 minutes.

Manufacturer narrative:
It was reported that the rosa monitor turned black during contactless registration. DHR review and review of complaint history did not identify any contributory factors to the event. According to technical investigation, the event occurred due to a crash of the operating system. As no enough evidences are provided in log files to determine the root cause for this issue, the root cause of this event cannot be determined.

Event description:
The event occurred at approximately 4:40 pm pst. This event occurred under the rosa registration tab with the optical distance sensor attached. The surgeon placed the anatomical reference markers on the 3d model rendered from the CT image slices. The surgeon followed the rosa steps to get to the registration process where the rosa robot provides the error values between these anatomical reference markers and what was obtained with the optical distance sensor laser markings. Once all the error values were within satisfactory conditions, the validate button was pushed. Before the next section of the contactless registration process was reached, the rosa monitor completely turned black. The field service engineer checked the rosa robot and noticed that it did not shut down since the reset button¿s ring still shone blue and not the expected red color when a shutdown occurred. After approximately 1-2 minutes, the rosa monitor turned back on and it shows the login page instead of continuing from where the surgeon was at in the contactless registration process. The recovery process delayed the case approximately 8 minutes.